Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male pt for cardiac arrest, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was nay adverse effect to the pt due to the reported malfunction.